Event description:
It was reported that pump stops and low flow alarms were noted in the log file history. The patient was asymptomatic. The patient was listed for urgent transplant, was admitted to the ward, and was being monitored.

Manufacturer narrative:
No further information was provided. A supplemental report will be submitted when the manufacturer¿s investigation is completed.

Manufacturer narrative:
Manufacturer's investigation conclusion: the evaluation of heartmate (hm) ii left ventricular assist system (lvas), serial number (B)(6), confirmed internal driveline wire damage that could have contributed to the reported alarms and pump stop events captured in the submitted log files. The submitted log files collectively contained data and events from 31mar2023 through 26apr2023. Low speed and pump stop events were captured on 06apr2023 and 09apr2023 while the patient was connected to battery power. No other notable events or alarms associated with the pump were observed. (B)(6) was returned assembled with the driveline severed approximately 1.5¿ from the pump housing. The distal portion of the driveline was returned in one segment measuring approximately 36.5¿. The sealed inflow conduit (inlet tube, inflow conduit flex section, and inlet elbow) was returned attached to the pump's inlet port. The sealed outflow conduit (sealed outflow graft, sealed outflow graft bend relief, and outlet elbow) was returned attached to the pump¿s outlet port. The bend relief collar was returned secured over the sealed outflow graft and bend relief hardware. Upon disassembly of the returned pump, visual inspection of the blood-contacting surfaces within the pump revealed no evidence of developed or adhered depositions or thrombus formations that would have contributed to a flow or functional issue. The pump was cleaned, and the bearings, rotor, and blood-contacting surfaces were examined under a microscope; no anomalies related to wear or damage were observed. Electrical continuity testing of the returned portion of the driveline was conducted, and all wires were found to be electrically intact. Visual inspection of the distal driveline segment revealed breaches in the insulations of the green and black wires approximately 28.5" from the metal connector and the insulations of the red, orange, and yellow wires approximately 29" from the metal connector. The observed damage appeared to be the result of fatigue failure due to repetitive flexing of the driveline and abrasion against the metal braided shield. The driveline was then submerged in a saline bath for high potential testing to verify the integrity of each wire¿s insulation. The test did not reveal any additional areas of current leakage in the insulation of any of the driveline wires. If the exposed conductors of the green, black, orange, red, or yellow wires contacted the braided shield simultaneously or if the exposed conductors of two wires from different phases contacted each other while the patient was connected to battery power the resulting phase-to-phase short would have resulted in the alarms and low speed/pump stop events that were confirmed through the submitted log file. Similar events could have also occurred if the exposed conductors of these wires contacted the braided shield while the system was operating on a tethered power source such as the power module or mobile power unit, resulting in a short to ground. Superficial damage to the silicone jacket of the external portion of the driveline was observed. The relevant sections of the device history records for (B)(6) and driveline serial number 38119 were reviewed and showed no deviations from manufacturing or quality assurance specifications. The heartmate ii lvas instructions for use (IFU) rev. B and the heartmate ii patient handbook rev. C are currently available. Sections 6 and 8 of the hmii IFU, as well as sections 4 and 6 of the hmii patient handbook, provide information regarding how to care for the driveline and address damage due to wear and fatigue of the driveline. These sections state that despite care, all heartmate ii drivelines have the potential for wire/shield breakdown to occur dependent on duration of use and movement/flexing over time. Additionally, these sections outline indications of driveline damage as well as the how to respond to such events. The IFU and patient handbook instruct the user to check their driveline daily for signs of damage, such as cuts, holes, or tears. The patient handbook also instructs the user to call their hospital contact right away if the driveline is damaged (or might be damaged). Section 5 of the patient handbook and section 7 of the IFU provide information on all system alarm conditions as well as the appropriate actions associated with each condition. The patient handbook also contains a section on handling emergencies and further instructs the user to call their hospital contact if the patient thinks that, for any reason, any portion of their equipment is not functioning as usual, is broken, or they are uncomfortable with the operation of the equipment. No further information was provided. The manufacturer is closing the file on this event.

Event description:
The patient was transplanted on (B)(6) 2023.